Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) crtd implanted (B)(6) 2014; 419688 lead implanted (B)(6) 2014; heartmate ii lvad implanted: (B)(6) 2014.(B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead has high pacing thresholds and undersensing. Follow-up indicated the patient received a left ventricular assist device (lvad) about a year earlier. These conditions were discovered during a device check about four months ago. The conditions were not present before the lvad implant. The ra lead was programmed off but remains in place. No patient complications have been reported as a result of this event.